Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 23oct2017 an e-mail was received from a patient in (B)(6) who reported he/she had a ¿serious problem¿ on my eye while wearing the acuve2 brand contact lenses. The pt reported he/she can no longer wear contact lenses. On 24oct2017 a call was placed to the pt and additional medical information was obtained as follows: the pt reported on (B)(6) 2017 while wearing the acuvue2 lenses for seven days, the left eye became red, painful, inflamed, itching, discomfort, and had blurred vision for a ¿short-period¿. The pt went to an eye care provider (ecp) on (B)(6) 2017 and was diagnosed with a left eye ¿corneal lesion¿ and recalls the ecp saying ¿keratitis¿ due to the wrong curvature of the lens. The pt was prescribed eye drops for seven days every four hours. On a follow-up ecp visit on (B)(6) 2017 the eye drops were decreased to every eight hours. On an ecp visit on (B)(6) 2017 the pt reported the eye drops were decreased to every twelve hours. Pt reported the last time the eye medication was used was on (B)(6) 2017 and the ecp suspended the use of contact lenses and requested a return visit in thirty days. Pt reported the left eye was better after six days of using the eye drops and the left eye is currently ok now. Pt reported he wore the acuvue advance brand contact lenses previously. Pt reported a wear schedule of fifteen to twenty days and does not sleep in the lenses. The pt uses opti-free to disinfect the lenses. The pt reported the suspect lenses were discarded. The pt reported he/she did not have the lot number of the suspect lenses, name of the eye drops prescribed and the ecp contact information at the time of the call, but reported it can be provided via email. On 27oct2017 a call was placed to the pt for additional information. Pt reported he/she should be able to provide the information needed by the end of the day. Multiple attempts were made to the pt for the lot number of the suspect product, name of the eye medication prescribed, and the ecp contact information, but no additional information has been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.